Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she kept receiving no delivery alarms after changing the infusion set. Customer's blood glucose level was 460 mg/dl. She was attempting to treat her high blood glucose level. The alarm was resolved with an infusion set change. The customer hung up the call. The device was not returned.